Event description:
It was reported that the leadless pacemaker exhibited low current of injury after fixating the device. The physician attempted to reposition it, however, it was then noted that its helix had sprung. The device was not used, and a new one was implanted without complications. The patient was stable.